Event description:
This male patient (age unknown) was presented to the interventional lab for an angioplasty procedure of the superior mesenteric artery. There was no calcification or vessel tortuosity. The length and the diameter of the lesion are unknown. The product was properly inspected and prepped prior to use. There is no infomation as to where the physician made access to the patient. The physician had no diffulty advancing the balloon to the lesion. Upon inflation of the balloon was carefully removed from the patient and another balloon was used to successfully complete the procedure. There was no report injury to the patient. The product will not be returned for evaluation and testing.